Event description:
It was reported that during a da vinci-assisted gastric sleeve surgical procedure, the blue reload had a tissue pushout event, requiring intervention. The surgeon was using a sureform 60 stapler instrument with a blue reload and as the surgeon went to hit the firing pedal for that reload the tissue started pushing out and the blade was not transecting the tissue. Bleeding occurred and the staples did not deploy into the intended tissue, there were malformed staples dumped throughout. An error message of "blade exposure" occurred. No additional tissue resection was required, the surgeon continued to use the same sureform 60 stapler instrument and inserted a new reload to repair the defect. No leak test was performed. The procedure was completed robotically.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical inc. (Isi) received the blue reload associated with this complaint. Failure analysis did not confirm or replicate the reported event. The reload was inspected and found the blade was not exposed and at the distal end. No unformed staples found. No available logs for review. Additionally, the reload was found to have mechanical indentation damage to the blade. The reload was found to have cartridge damage along the knife track and near the damaged pusher. No missing material. The reload was found to have damaged pushers and were located near the cartridge damage. Isi received the sureform 60 stapler instrument associated with this complaint. Failure analysis did not confirm or replicate the reported event. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The firing test was performed twice with different orientations of the distal end. The instrument clamped, fired and unclamped without any issues both times. The following investigations could not be performed due to insufficient information and the site not being connected to onsite.